Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements and noise on the right ventricular channel, additionally, it was noted that the programmed parameters were different than expected. Reprograming of the device was discussed. It was clarified that a competitor device was implanted in order to address the issue with the right ventricular lead. This device remains in service. No further adverse patient effects were reported.